Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins).it was reported that the pt had difficulty recharging their ins fully and they spent 2 hours recharging and only increased the ins battery to 50%. Pt noted they usually spent 1 hour recharging their ins battery to 100%. Pt noted they hadn't seen any error messages and they shut their stimulation off when recharging their ins. Pt added they received a replacement recharger in the past and their issues were resolved. The manufacturer's patient services specialist (pss) helped the pt inspect the recharger cord, recharger plug, and controller port, but no visible damage was detected. Pss had the pt clean the recharger plug pins and controller port. Pss reviewed recharger placement when recharging their ins and they confirmed they would place the recharger incorrectly over the ins. Pt attempted to recharge their ins, but they saw the "poor recharge quality" message and couldn't recharge their ins. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out. Additional information received from the patient. Caller reporting the charge session is taking so long that the controller has to be charged in the middle of it. Patient called back and inquired if they could keep the back cover of the dummy controller because the back cover fit their controller/battery pack was larger. Agent reviewed with patient that they were correct and were supposed to swap the back covers. Information was received from a patient representative regarding an external device. Caller reports patient is very frustrated and not happy. Caller is not with patient; caller received a text from patient. Caller reports patient had his controller replaced and received the replacement 2 weeks ago. But not the recharger. Caller is requesting a recharger replacement. Caller reported they were made aware of the charging issue 2 weeks ago. Caller reported since the replacement on the controller and li ion battery, caller reports patient continues to have charging issue. Caller reports it's taking 4+ hours to charge on excellent coupling. Caller reports no error message is seen, patient keeps the controller's screen close during charging, ins site is superficial and flat, not tilted. Caller reported when they had seen patient in clinic, they were getting excellent during the time they was charging in office for 10 minutes, but is still taking over 4+ hours to charge. Caller reports patient holds the recharger when they are charging. Suggest patient use a recharging belt or abdominal binder. An email was sent to repair to replace the controller. Mdt rep called back and reported that patient (pt) and spouse called them today and report pt continues to experience long recharging times despite receiving new lithium battery pack for controller. Tss discussed that all external components appear to have been replaced within the last year and discussed looking at recharge diaries, implantable neurostimulator (ins) site for depth/tilted ins, and potentially imaging with the healthcare provider (hcp). Mdt rep reports that pt did report falling quite often over the last year or more and potentially landing on their ins site. Mdt rep reported that they plan to meet with pt on monday (B)(6) 2023 and will interrogate the ins to look at impedance/connections as well as recharge diaries, and will call back if further troubleshooting is needed. Rep called back to follow-up on this case. The rep reviewed the same information that had been reported in this case. The caller repeated the information about the patient having falls and taking a long time to charge the ins. The caller provided the following recharge diary information: 8/8 charged from 30-70% duration of charging session 1.6 hours 8/12 charged from 10-60% duration of charging session 2.1 hours 8/13 charged from 60-70% duration of charging session 61 minutes 8/15 charged from 10-70% duration of charging session 2.4 hours 8/16 charged from 60-80% duration of charging session 34 min 8/16 charged from 80-100% duration of charging session 40 min 8/20 charged from 30-70% duration of charging session 2.8 hours excellent coupling 8/20 charged from 70-100% duration of charging session 1.3 hours excellent coupling the caller was not with the patient to attempt troubleshooting. The caller indicated that they would attempt to start a charging session with the patient. Rep called back to follow-up on this case. Rep is with pt and started a charge in office but has only charged for 7 minutes so the ins, which started at %80, remains at %80. The controller is at %100. The pt is getting excellent charge. The caller states the position of the ins is superficial, looks appropriate to caller. Caller would like to try sending a new controller as the pt has already got a li battery and rtm (see previous info in this case). Tss sending replacement controller via repair. Mdt rep called back to report that pt got their new pt controller and are still experiencing very long ins recharging sessions. Mdt rep suggests replacing the recharger, buttss reviewed that pt has already had this external components replaced since pt's long ins recharging issue started late last year. Tss reviewed disabling/re-enabling the ins, and compiling mdt data report if needed. Mdt rep reports they will schedule a meeting with the patient. Additional information was received from the manufacturer representative (rep). Rep reported that they performed a medical device review on the patient and sent it to rs neuro cc management. They are waiting to get results back. There is consideration to change out the current battery for a vanta battery to alleviate the stress of charging.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product type product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient b3: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Product ID 97755 serial# (B)(6). Product type recharger, product ID 97745, serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has had issues with falls and stimulation is working on one side, the caller did not know which side. The patient is scheduled for a procedure next week to address the charging issue. Technical services (tss) reviewed information from mdt file, data shows long charging sessions. Tss reviewed information about charging. The caller will follow-up with the healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). It was reported that the patient underwent surgery to have the existing battery removed, along with the perc leads, and replaced with a new vanta battery and a surgical paddle. A different rep sent the battery in for review.